Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 170 mg/dl. The customer stated that she remove the pump and left it in her purse. The customer stated that she received a button error that she could not clear. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive express bolus, escape and act buttons due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.